Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure, the generator stopped ablating and showed temperature errors for antenna temperature limit exceeded, and then it was followed by a red exclamation alarm, which was a general warning error. They could not resume with the ablation, and the procedure was cancelled while patient was under anesthesia.